Manufacturer narrative:
On (B)(6) 2016 12:45 pm (gmt-5:00) added by(B)(6) ((B)(4)): (B)(4). The device is owned by (B)(4). The device was received by the manufacturer and sent to a supplier for further evaluation and repair. During the suppliers investigation the failure could be confirmed. It was determined that the failure was caused by a loose connection within the connector plug of the rotaflow drive (rfd), connecting to the sensor cable. The mechanical damage of the connection cable was caused by improper handling of the device. The customer rejected the quotation and is asking for the return of the device without repair. Therefore no repair was performed and the rfd was returned in the defective condition.

Event description:
On (B)(6) 2016 12:33 pm (gmt-5:00) added by (B)(6) ((B)(4)): during the evaluation of the device regarding another complaint the device displayed the error message "txrx". (B)(4).